Event description:
It was reported to medtronic minimed that the customer experienced pump error 23(post-reset ram crc alarm), cosmetic damage and also received a power lost alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was able to clear error and complete rewind process. Pump was not recently placed in storage mode or without a battery for > 8 hours. Error has occurred more than once after a battery change. The customer reported receiving a power loss alarm. Customer was not able to clear the alarm. Customer reported a keypad anomaly and/or stuck button alarm. Pump screen was scrolling without input from user and pump has not been exposed to altitude change. There was crack in the case of the battery tube side. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement, and selftest, no unexpected battery/power related alerts/alarms or pump error 23 alarms noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected power/battery related alerts/alarms on the event date or seven days prior to the event date. Battery cycle 5.0 received the lowbatteryalert (104) on 07/11/2025 12:10:00 after more than 7 days at 14.59 days. Battery cycle 4.0 received the lowbatteryalert (104) on 06/26/2025 17:30:00 after more than 7 days at 14.93 days. Battery cycle 3.0 received the lowbatteryalert (104) on 06/11/2025 09:29:00 after more than 7 days at 15.64 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The p-cap locks properly into the reservoir compartment. The pump was cut open and no moisture or physical damage was noted during visual inspection. All buttons functioned properly during testing, the j1 connector on pcba 1 was locked properly. The following were noted during visual inspection: minor scratched lcd window, missing display window cover (scratched), cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, cracked battery tube threads, cracked case at belt clip rail corner, missing serial number label, and scratched case. Crack on the battery area confirmed. Keypad/button unresponsive, power problem-battery loss, and pump error 23 were not confirmed during analysis. Unexpected power loss of less than 7 days was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.